Manufacturer narrative:
Customer resolved the issue by replacing the tubing. Customer verified proper instrument function after the tubing was replaced. Therefore, service was not initiated as it was not necessary. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that the cx4 sample probe of the synchron cx pro clinical system, model cx9 pro, was leaking small droplets every 30 seconds. Customer advised that the sample probe tubing that connects to the transducer had a pin hole leaking water onto the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.